Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to verify prime error alarm or perform drive test due to motor error alarm. No blank display noted during testing. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and compromised force sensor system. The customer stated that the insulin pump kept shutting off before counting down. The customer's blood glucose was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He advised that he had already reverted to using manual injections. He stated that he had gone swimming with the insulin pump because he did not know that the device was not waterproof. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He declined to troubleshoot for high blood glucose and the compromised force sensor system, stating that his blood glucose was high due to a low reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.